Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant pain ¿ rectal. On (B)(6) 2018 it was reported that the patient reported seeing an 8476 (motor stall) code on his ptm (personal therapy manager) at approximately 1500 today. The pump status and/or event log noted motor stall occurred. The patient denied emi (electromagnetic interference) or magnetic interaction and denied having an MRI. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting had been performed and no actions and/or interventions had been taken. No surgical intervention occurred or was planned at the time of this report. No patient symptoms were reported. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pump was replaced on saturday, (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone 2.0 mg/ml at 1.5158 mg/day and bupivacaine 24.0 mg/ml at 18.189 mg/day: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.